Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of intimal dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy during advancement causing the reported difficulty to advance, with the patient effects of intimal dissection and additional therapy/non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of an IFU deviation.

Event description:
It was reported that the procedure was to treat a long lesion located in the mid to mid distal right coronary (rca). Resistance with the anatomy was noted during advancement of the 2.50x38mm xience sierra stent delivery system, but it reached the lesion and was implanted; however, an extensive dissection was noted distal to the stent. A 2.25x38mm xience sierra stent was implanted as treatment with a good final result. There was no adverse patient sequela. No additional information was provided.